Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall events and ¿unable to proceed¿ alerts during attempts to change the insulin cartridge and tubing, with the issue persisting after multiple device restarts and attempts initiated from both the insulin cartridge menu and the change insulin set alert. Symptoms included interruption of insulin delivery due to consecutive motor stalls. Outcomes included the need for subcutaneous insulin via pen and replacement of the device. Investigation included review of device logs and troubleshooting by customer support. Investigation of this device revealed consecutive motor stalls not resolved by rewinding and priming, consistent with a hardware motor stall condition. It was concluded that the device experienced a hardware-related motor stall leading to inability to proceed with supply changes.